Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump after the device hit the sink. The customer sated that the batteries would deplete prematurely. The customer's blood glucose level was 74 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer did not troubleshoot and did not send the product back for analysis.